Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2010-04180 and MFR. Report # 3005099803-2010-04181). It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, it was noted that the length of the cut wire area was bent. A second device was obtained and it was noted that the length of the cut wire area was bent. Both devices were not used inside the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2010-04180 and MFR. Report # 3005099803-2010-04181). It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, it was noted that the length of the cut wire area was bent. A second device was obtained and it was noted that the length of the cut wire area was bent. Both devices were not used inside the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the distal tip was damaged. The exposed cut wire and working length were found to be intact. The condition of the returned incident device was not consistent with the complaint that the length of the cut wire was bent. During manufacturing, tome devices are 100% inspected so the damaged tip and twisted working length are likely due to handling during preparation. Therefore, the most probable root cause is handling damage. The device history record review found the device met all manufacturing specifications. Based on the investigation results, no bends were present along the cut wire, this is no longer a reportable event.